Event description:
Reporter stated that he was made aware about a situation that happened in (B)(6). A person was having a procedure done at the above-named facility, and after the ablation was completed, the physician performed hysteroscopy and he observed perforation in the uterus. Subsequently, the patient was taken to the hospital directly to the operating room to perform laparoscopy. They found out that the patient sustained a bowel injury. Thus, the patient ended up having a colectomy to remove her colon partially. The manufacturer representative was present when the ablation was performed. Additionally, the person stated the physician performed a cavity integrity test to make sure that there is no perforation before the procedure, which there was not. The entire ablation cycle was completed normally. However, the patient experienced more pain than usual for that kind of procedure. Reporter also mentioned that the physician reported this incident to the manufacturer.